Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the water was rapidly flowing in the circuit during use.the device was removed immediately from the child. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer has reached out to teleflex and reported that the problem was on their end and not a malfunction of the product; therefore, this complaint will be voided.

Event description:
The customer alleges that the water was rapidly flowing in the circuit during use.the device was removed immediately from the child.the patient's condition is reported as fine.